Event description:
(B)(6) recently upgraded the anesthesia machine inventory at both (B)(6) hospital center ((B)(6)) and (B)(6) hospital ((B)(6)). At both sites ge aisys sc2 machines were installed, in (B)(6) at (B)(6) and in (B)(6) at (B)(6). (B)(6) experienced machine failure on (B)(6) 2015 and (B)(6) hospital experienced three failures on the following dates: (B)(6) 2015. Four failures on different and recently installed machines experienced complete ventilator function failure during operations in their respective operating rooms. In each instance, the screen display for ventilator functions went blank suddenly and without warning, and an error message was displayed. This means that mechanical ventilation ceased as well as delivery of inhalational anesthetic gases, and the display of all ventilator function along with it. In each instance, the anesthesia care team members quickly switched over from machine supplied ventilator function to manual ventilator function with wall supply oxygen and conversion from inhalational anesthesia technique to intravenous anesthesia. During these episodes, no patient harm was detected or observed and the separate physiologic monitor attached to the aisys cs2, the ge carescape v850 monitor, continued to function appropriately, demonstrating that each patient's condition was stable and unchanged. In each case, the machines were powered down for less than 15 seconds and then turned back on, which rebooted the electronics and returned all functions - ventilator functions, ventilator display and physiologic monitoring - to normal. For each of these machines, there have been no further such episodes.